Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump was dispensing all the insulin during the load step after replacing the filled insulin cartridge. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed "no cartridge detected" and "pump not primed" warnings with zero force. The black box also revealed the pump returning to default time and date following a power on reset. A rewind, load and prime sequence was performed successfully without alarms. A force sensor calibration test was performed and revealed the force sensor was not in calibration. The pump was opened for further investigation and revealed moisture damage inside the pump affecting the force sensor housing. There was no other damage found to the force sensor. The pump was returned to animas for evaluation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.